Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient inserted the sensor into the abdomen on (B)(6) 2019 and stated they started bleeding for approximately 16-hours. He applied a pressure to the area, but the bleeding would not stop. He went to the emergency department on (B)(6) 2019, where a pressure dressing was applied, and the bleeding stopped. Additionally, it was reported that the patient takes plavix medication. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.